Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 332 mg/dl, but was 498 mg/dl two hours prior to event. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed two motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.